Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and the pace impedance measurements dropped from 700 ohms to 309 ohms. Lead dislodgement was suspected, and subsequently a lead revision was performed. The lead measurements were confirmed to be appropriate and within normal limits after revision. This lead remains in service. No additional adverse patient effects were reported.